Manufacturer narrative:
(B)(4)- the device was not returned for evaluation and a device history review was unable to be completed as the relevant lot number for the device was not reported or able to be subsequently ascertained.

Event description:
A patient underwent a left atrial appendage exclusion via minimally invasive approach using a pro250 device. After incision closure, the patient experience abrupt electrocardiographic changes, decreased left ventricular function and decreased blood pressure. The surgical incision was re-opened, and cardiopulmonary bypass was re-established. The clip device was sutured to the left atrial roof to prevent it from tilting toward left main trunk. The patient stabilized and recovered as expected. There was no reported device malfunction, and this adverse event was the result of a procedural complication.